Event description:
The manufacturer received information alleging a ventilator had black dust on the bacteria filter from the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's inlet air path assembly was replaced to address the issue.